Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow up, it was reported that the right atrial (ra) lead exhibited low sensing values and inadequate capture. Technical services also confirmed that there was oversensing on the atrial channel. Diagnostic imaging confirmed that the ra lead was dislodged. The ra lead was repositioned and the patient was stable.